Event description:
The event involved an unspecified chemoclave system used during the preparation of tecentriq® (atezolizumab) 1200 mg. An internal investigation into a reported foreign matter particle has concluded and it was not observed in the product vial initially but was detected only after the product was manipulated. While the source of the particle could not be definitively identified. The healthcare provider utilized an ICU medical chemoclave system during the preparation process. The chemoclave system could not be ruled out as a potential source of the particulate. The pharmacist reported that the vials were not inspected prior to attaching the device. The product was stored at room temperature and was not subject to temperature monitoring. There was no patient involvement and no patient harm.

Manufacturer narrative:
(B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. A device history review could not be completed due to the unknown lot number.